Event description:
Subsequent to the initial, supplemental information became available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and a loss of connection was found within the investigation window. However, the device operated within specification. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over 1 hour occurred on for transmitter with serial number 8knwkq. However, transmitters with serial number 8lup18 and 8mcec1 were returned for evaluation. An external/exterior visual inspection were performed and passed. Voltage measurement were performed and failed 0 vdc. A review of the share logs were performed and loss of connection was found in the logs for serial number 8lup18 and 8mcec1 within the investigation window, however, loss of connection is within expected performance. The allegation was not confirmed. The probable cause could not be determined as the allegation was not found. The reported event of signal loss over 1 hour is reportable based on the loss of connection are operated within specification for these transmitters. No injury or medical intervention was reported.